Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, "on the 2nd firing with green reload, gore seam guard on both sides waited thirty seconds then fully compressed firing. Once fired, 1 row of complete staples and then the other 2 rows were unformed. Opened same like product, same reload and applied gore seam guard on both sides. To complete the resection the surgeon had to go closer to the buigi and then completed remaining firings to resection the stomach. There was a five minute delay." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Additional information: intra-operative video received. Based on the video evidence of the subject ple60a with an ecr60g cartridge, unformed staples can be confirmed, however, the video does not provide evidence relative to what may have caused the issue. Hands on analysis of the cartridge may provide the additional evidence needed to determine the cause of the complication.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: updated event: lap sleeve gastrectomy: the surgeon on the 2nd firing with ecr60g reload, gore seamguard on both sides waited 30 seconds then fully compression firing. Once fired, 1 row of complete staples and then the other 2 rows were unformed. Opened same like product, same reload and applied gore seamguard on both sides. To complete the resection the surgeon had to go closer to the buigi and then completed remaining firings to resection the stomach. 5 minute delay. No ae to patient. Photo analysis: based on the photo evidence of the subject ple60a with an ecr60g cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intraoperative photos were received; based on the photo evidence of the subject ple60a with an ecr60g cartridge, unformed staples can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue.